Manufacturer narrative:
H.6. Investigation summary: received a total of (B)(4) iag bc 20ga units from lot number: 8278838. The units were received as follows: (B)(4) units received within sealed packages. All components intact. (B)(4) units received within open packages. All components intact. (B)(4) units received within open packages with the needles fully retracted within the safety barrel. One of these units was missing the catheter-adapter assembly. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: sealed units: a random sample of 76 units was selected: (B)(4) of the (B)(4) units inspected revealed traces of lube on the cannula and/or the catheter tips. The needle bevel orientation for all (B)(4) units was within specifications. The catheter tips for all (B)(4) units were acceptable per specifications and rated as 5(29), 4 (26) and 3h (21). Open units: 2 of the (B)(4) units (non-retracted) revealed traces of lube on the cannula and/or the catheter tips. The needle bevel orientation for all units was within specifications. The catheter tips were acceptable per specification and rated as 5 (3) and 4 (1). 2 of the (B)(4) units (retracted) revealed traces of lube on the catheter tip. The needle bevel orientation for all units was within specifications. All catheter tips were acceptable per specifications and rated as 5(1) and 4 (3). Conclusion: manufacturing: the lube observed on the units received is part of the manufacturing process and its applied as a spray process, which is an approved part of the product design to minimize the insertion and threading forces during the usage. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced catheter deformation/damage which was noted prior to use. The following information was provided by the initial reporter: a product defect noted by the caregivers this morning at the user facility. No patient consequences. Lot removed from service because of frequent defect. It appears that the tip of the catheter was badly cut. On some, there is still a drop of polyurethane at the end of the catheter, on others, such as the one photographed, the end of the catheter is irregular (twisted or cut at an angle) instead of being bevelled.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced catheter deformation/damage which was noted prior to use. The following information was provided by the initial reporter: a product defect noted by the caregivers this morning at the user facility. No patient consequences. Lot removed from service because of frequent defect. It appears that the tip of the catheter was badly cut. On some, there is still a drop of polyurethane at the end of the catheter, on others, such as the one photographed, the end of the catheter is irregular (twisted or cut at an angle) instead of being bevelled.